Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with blood in the inflation lumen and in the balloon. The balloon had loose folds. This confirmed the reported information that the balloon was inflated inside the patient anatomy. The guide wire exit notch was torn for a length of 1 mm. There were no kinks noted to the distal shaft or the tip. There was a kink in the hypotube shaft 41 cm distal to the strain relief tubing. Since there was no mention of any shaft damage in the report, the hypotube kink was most likely due to handling during packaging to return the catheter to abbott vascular for analysis. When an attempt was made to pressurize the balloon, fluid leaked out the guide wire exit notch and shaft distal to the guide wire exit notch. As reported in the visual inspection of the returned catheter, the guide wire exit notch was torn. The torn exit notch was most likely due to interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. There were chatter marks along the length of the shaft for a length of 22 cm. There was raised material at the distal end of the tear. The balloon and shaft were cut for a length of 8 mm and inserted into a luer. The balloon was then inflated to rated burst pressure (rbp) and the balloon inflated and held pressure. This did not confirm the reported balloon rupture. The reported balloon rupture was most likely an assumption that the balloon was ruptured when the inflation device was turned and pressure did not increase and contrast was observed flowing through the guiding catheter. Factors that can contribute to the observed damages on the catheter (chatter marks, torn and raised shaft material) include, but are not limited to, damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all catheters are 100% visually inspected for damages and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp and catheter lumen integrity. There was no report of any leak in the catheter noted during preparation for use and the balloon was inflated to rbp in the first inflation, which would suggest that the catheter was not damaged prior to use. Reportedly, the lesion was totally occluded which may have contributed to the reported difficulties. It is most likely that the guide wire exit notch was torn by interacting with the guide wire and other damages to the shaft were caused by interacting with the guiding catheter during advancement to the lesion such that the shaft leaked on the second attempt to inflate. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot indicating that all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and revealed no other incidents associated with this lot. The reported failure to inflate and observed contrast flow in the guiding catheter was most likely due the operational context of the procedure. There is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure in the distal left anterior descending artery, the 2.0 x 20 mm mini trek dilatation catheter was advanced into the patient anatomy and crossed the target lesion. The balloon was inflated to 14 atmospheres during the first inflation. During the second inflation, a balloon rupture occurred when it was noted that the pressure did not increase and contrast was noted to be flowing through the guiding catheter. The device was removed from the patient anatomy without resistance. A non-abbott dilatation catheter was used to perform dilatation. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.